Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, capsular contracture baker grade unknown and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown, exposure and rupture

Event description:
Healthcare professional reported "capsular contracture," baker grade unknown, "chronic seroma," "exposure of the prosthesis," and "rupture." Device was explanted.

Event description:
Healthcare professional reported right side "capsular contracture," baker grade unknown, "chronic seroma," "exposure of the prosthesis," and "rupture." Device has been explanted.

Event description:
Event occurred on right side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.